Manufacturer narrative:
(B)(4). Physio-control has investigated and verified the reported issue. Physio has determined that the cause of the reported issue is due to inaccurate depth measurement displayed by the device as a result of a combination of factors relating to user hand placement and patient anatomy. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a post-market evaluation study on the truecpr coaching device the customer reported that they were not comfortable using the device and that they felt as though they had to press harder than expected in order to reach the appropriate depth. After a review of the device data download, it was observed that although proper compression depth was being achieved, the device was indicating that the depth was too shallow which would prompt the user to push harder to achieve a deeper compression depth. There was patient use associated however, details and the outcome of the patient was not reported.

Manufacturer narrative:
Physio-control has performed additional clinical and engineering analysis of the reported compression depth feedback accuracy issue, and through the course of that investigation has determined that the device is operating within its product requirements and specifications. It was also determined that the current product design meets established user needs and achieves a coaching benefit to the user for delivery of cardiopulmonary resuscitation (CPR) therapy. Physio-control has investigated the reported issue of inaccurate depth measurement and has verified the issue. Physio has determined that the cause of the reported issue is the result of a combination of factors relating to user hand placement and patient anatomy.